Event description:
Reporter states the end user was sitting in class at a round table and pushed the switch down to turn the chair off, when the user pushed the switch down the chair went forward. The joystick got caught under the table pulling it forward. The table was jammed into user's stomach and the chair continued to move forward pushing the table forward running into other tables and a desk until it hit the wall. Someone manage to reach under the table and turn the chair off. Friends managed to pull the user away from the tables enough for the user to reach the joystick, turn it on, and back up away from the furniture.